Event description:
It was reported that liquid was oozing out of the hydrophobic filter. Product was not replaced as patient was on by pass when the leak was noticed. There was no delay in treatment. No known consequence to the patient can be related to the leak. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag is aware of similar complaints showing a similar malfunction and an internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. Due to this, no further action will be completed at this time. This data is being handled through a maquet cardiopulmonary tracking and trending process. Abbreviation nc: nonconformance. Additional information: the product mentioned, is a tubing set and the included affected component has the contributing design function of the quadrox-I, which is registered under 510(k): k082117.